Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was onsite and replaced the axes controller platform (acp) to resolve the issue. The system was tested and verified as ready for use. As of the date of this report, the acp has not yet been received by isi for evaluation

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, an intuitive surgical, inc. (Isi) field service engineer (fse) informed technical support that the system displayed error 32101. A hard power cycle of the system had already been attempted but did not clear the error. There was no report of patient involvement or patient injury.